Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that post-op an open hysterectomy with lymph node dissection and right hemi-colectomy procedure, the patient returned (B)(6) post-op with a staple line leak. The patient was re-opened; it was found that on the third firing with a blue cartridge for the side-by-side anastomosis the staple line looked complete with the exception of a 3mm circumference hole. The surgeon excised the failed anastomosis and diverted the patient. The bowel was opened on the back table, inspected; the staples were b shaped formation with the exception of the 3mm circumference hole. The staples around the area were b shaped. There were no malformed staples and the staples seemed to be integrated into tissue. There was good perfusion to the tissue. It was not dead bowel. The patient was septic due to the contaminated in the abdomen from the leak and the tissue was inflamed but did not look bad. The patient is still septic and in-patient. The surgeon concerned that the patient's albumin levels are low post-operatively. Per the surgeon, they will re-visit taking down the ostomy after the patient has healed from radiation and chemo treatments. Device was discarded.